Manufacturer narrative:
Block d2b: product code (d2b) - additional product code qon block c2/d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10016383 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted with the neurostimulator device became infected. The patient had fluid accumulation and then a hole opened up after the fluid was drained. The patient's device came to the surface of their skin, and the device is visible through the hole. The patient is currently on bactrim. The patient had a full system removal of both the neurostimulator and tined lead. There were no other issues or complications reported.